Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083412) on 08-feb-2019. The most recent information was received on 16-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure has migrated out of the tubes and floating around uterus"), internal haemorrhage ("internal bleeding/ blood loss"), cardiac arrest ("heart stopped/ cardiac issue") and arthralgia ("severe hip and joint pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid, folic acid, magnesium, metoprolol and potassium. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion medically significant), cardiac arrest (seriousness criteria hospitalization, medically significant and life threatening), arthralgia (seriousness criterion disability), anaemia ("anemic"), gait disturbance ("problems walking"), liver disorder ("problems with liver"), feeling abnormal ("foggy brain"), pain ("shooting and burning pain in body"), pruritus ("itchy"), alopecia ("hair loss"), menorrhagia ("heavy periods"), dyspareunia ("painful sex") and premature menopause ("early menopause") and was found to have weight increased ("gained weight") and weight decreased ("losing weight"). The patient was treated with surgery (ovaries, tubes,cervix and uterus was removed), blood transfusions and iron infusions. Essure was removed. At the time of the report, the device dislocation, internal haemorrhage, cardiac arrest, arthralgia, anaemia, gait disturbance, liver disorder, weight increased, weight decreased, feeling abnormal, pain, pruritus, alopecia, menorrhagia, dyspareunia and premature menopause outcome was unknown. The reporter considered alopecia, anaemia, arthralgia, cardiac arrest, device dislocation, dyspareunia, feeling abnormal, gait disturbance, internal haemorrhage, liver disorder, menorrhagia, pain, premature menopause, pruritus, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083412) on 08-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure has migrated out of the tubes and floating around uterus"), internal haemorrhage ("internal bleeding/ blood loss"), cardiac arrest ("heart stopped/ cardiac issue") and arthralgia ("severe hip and joint pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid, folic acid, magnesium, metoprolol and potassium. On (B)(6) 009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion medically significant), cardiac arrest (seriousness criteria hospitalization, medically significant and life threatening), arthralgia (seriousness criterion disability), anaemia ("anemic"), gait disturbance ("problems walking"), liver disorder ("problems with liver"), feeling abnormal ("foggy brain"), pain ("shooting and burning pain in body"), pruritus ("itchy"), alopecia ("hair loss"), menorrhagia ("heavy periods"), dyspareunia ("painful sex") and premature menopause ("early menopause") and was found to have weight increased ("gained weight") and weight decreased ("losing weight"). The patient was treated with surgery (ovaries, tubes,cervix and uterus was removed), blood transfusions and iron infusions. Essure was removed. At the time of the report, the device dislocation, internal haemorrhage, cardiac arrest, arthralgia, anaemia, gait disturbance, liver disorder, weight increased, weight decreased, feeling abnormal, pain, pruritus, alopecia, menorrhagia, dyspareunia and premature menopause outcome was unknown. The reporter considered alopecia, anaemia, arthralgia, cardiac arrest, device dislocation, dyspareunia, feeling abnormal, gait disturbance, internal haemorrhage, liver disorder, menorrhagia, pain, premature menopause, pruritus, weight decreased and weight increased to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.